Event description:
It was reported, that the procedure was cancelled. An angiojet solent proxi catheter was used for treatment. During introduction, it was noted, that tip was kinked and could not be used. The procedure was cancelled. No patient complications were reported. And patient's status was stable. It was further reported, that the patient was sedated when the issue occurred.

Event description:
It was reported that the procedure was cancelled. An angiojet solent proxi catheter was used for treatment. During introduction, it was noted that tip was kinked and could not be used. The procedure was cancelled. No patient complications were reported and patient's status was stable.